Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a colorectal procedure, the staple did not form properly after firing. To complete the procedure, another device was used. No other adverse events were reported. Additional information was requested; should we receive the requested information, a supplemental will be filed.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.